Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reloaded the cartridge to resolve the issue.